Manufacturer narrative:
The g2 constrained insert had deformation and burnishing on superior articulating surface and on post, indicative of typical use. The inferior surface was heavily burnished, with some deformation visible around the anterior and posterior locking mechanism. The left inferior surface of the anterior locking mechanism appeared more deformed than the right. Investigation could not draw any conclusions about the reported event with the clinical details provided. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this issue. Root cause for this issue remains undetermined. At this time, there are no reasons to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision knee surgery was performed due to a dislocated insert.